Event description:
It was reported that the atrial lead had dislodged at some point years ago. The lead was capped during a device downgrade procedure on (B)(6) 2014. No replacement lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.